Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 408 mg/dl. The customer treated the high blood glucose readings with a manual injection. The customer stated that he had excessive no delivery alarms from the pump. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that the insulin did not exit the tubing. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.